Manufacturer narrative:
Clarification was made to the notes.

Event description:
It was reported that the insulin pump was in auto mode at the time of the event.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room on (B)(6) 2019 due to hypoglycemia. It was reported that the customer had low blood glucose levels of 2.0 mmol/l. It was reported that the customer was treated with glucagon shot at the hospital. It was reported that the customer was non-responsive due to low blood glucose levels. Troubleshooting was performed. It was reported that the customer does not alleged over delivery of insulin. It was reported that the insulin pump passed the displacement test. It was reported that auto mode was automatically delivering insulin at the time of low blood glucose incident. It was reported that the insulin pump programming was accurate. Product is not expected to return for analysis.